Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn70038790131, +20.0d) was explanted. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that a light adjustable lens (lal, sn70038790131, +20.0d) was explanted due to residual refractive error. On 06/19/2023, the lal was explanted from the patient's eye and another iol of a different brand was implanted. The patient had iris prolapse, wound leakage, and corneal edema post-operatively. Manufacturer reference #: (B)(4).